Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: section b1 should have "product problem" checked, section b5 describe event or problem should be "it was reported the patient's ipg was inoperable. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. Effective therapy was established post-operatively", section h6 patient code should have been 2388, and section h6 device code should have been 3190 instead of what was in the initial report. This correction is reflected in this additional report 1.

Event description:
It was reported the patient's ipg was inoperable. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event: date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had their ipg explanted and replaced. No further information is available at this time.